Manufacturer narrative:
The insulin pump was received with scratches and worn lcd window. The back light functioned properly. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and damage on the insulin pump. Customer's blood glucose level was 400 mg/dl and as low as 90 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised their blood glucose fluctuates drastically throughout the day. Customer treated their high blood glucose with a manual injection. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump had scratches from dropping the device onto the concrete floor. Customer advised they were unable to read the display screen. Customer advised the insulin pump had a light malfunction which would stay on for about 20 seconds and then come off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.